Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and the device powered itself off and then back on, twice. The device was able to stay powered on to print the code-summary report and transfer data normally. This occurred after patient use.

Manufacturer narrative:
Physio-control evaluated the device and the data downloaded from the device.  From the evaluation of the electronic keylog data, the reported power issue was verified to have occurred; however, during device testing, the reported power issue could not be duplicated.  Physio-control replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing.  The cause of the reported issue could not be determined.